Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime during the prime test due to loose/protruded drive support disk. Unit was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window corners, stained end cap sticker and stained address/serial number label.